Event description:
After pipetting an hbsag plate on summit it was observed that no sample was added to well c5. No error was generated by the summit. No death or serious injury was associated with this incident.